Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not required to be sent to the customer. Customer technical support (cts) discussed customer's results, system check, quality controls and precision run over the phone. No parts were required to be exchanged on the analyser. The dxi access accutni+3 reagent was not returned for evaluation. The cause of the reported non-reproducible accutni+3 results cannot be determined with the available information. (B)(4).

Event description:
The customer noted non-reproducible troponin (accutni+3) results for one (1) patient on the unicel dxi 600 access immassy system (serial number (B)(4)). Initial result was outside of the normal reference range of the assay. The customer repeat tested the sample two (2) times on the same instrument and obtained results within the normal reference range of the assay. The customer repeat tested the sample on an alternative instrument, customer provided no information on alternative instrument, and obtained results within the normal reference range of the assay. The initial elevated troponin result was not reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. All system parameters, including accutni+3 quality control, accutni+3 calibration and system check were within assay and instrument specifications. Samples were collected in a gel plasma tube and spun at 5,000 revolutions per minute (rpm) for five (5) minutes. The customer did not note any issues with sample integrity.